Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-25, lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was prophylactically replaced. The patient is pacing dependent, therefore replacement was initiated to preclude permanent impairment of a body function or permanent damage to a body structure. It was also reported that the patient's right atrial (ra) lead was explanted and replaced due to a possible fracture, and that the patient's right ventricular (rv) lead was explanted and replaced due to possible insulation damage that resulted in reprogramming to unipolar at an undetermined time in the past. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the inner insulation had a depression breach. It was also noted the outer insulation of the lead developed a cosmetic depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.